Event description:
Has there been any harm to patients, healthcare professionals? No are there any patients involved, please confirm? No patient was not used.

Manufacturer narrative:
(B)(6) follow up it was reported the syringes had part of the body broken. To aid in the investigation, two photos were received for evaluation by our quality team. In the photos, it is possible to confirm the plunger rods are broken. A device history record review was completed for provided material number 990175, lot 4234795. Inspections were carried out according to plan and no record of this defect was observed. There were no quality occurrences. Maintenance records were reviewed, and two records were found that may be related to the reported event. According to the records, there was a break in the rod at the disc inlet and a break in the rod during assembly due to misalignment and jamming. Corrections made during processes included replacing the damaged fisherman and adjustments to blower nozzles. An operational notification will be issued. Based on the investigation, bd confirms the event reported.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su plunger rod was broken / damaged. The following information was provided by the initial reporter translated from spanish to english: the central mixing service reports: 10 units of 5ml syringes have broken down; part of their body is broken.